Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and display device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 07/29/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage test performed and the device showed 0 voltage. Due to the 0 voltage functional testing and pairing test could not be performed. A review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause could not be determined.